Manufacturer narrative:
Further information will be provided upon investigation conclusion.

Event description:
Arjo was notified by nothern ireland adverse incident centre (niaic) of an event related to the concerto shower trolley. It was indicated that a patient fell off the device due to the side breaking when the patient leaned against it. Arjo contacted the customer to obtain more information regarding the event. The customer reported that the patient had fallen out of the shower trolley and was taken to a+e (accident and emergency) but was released without any injury. The patient who was using the shower trolley sat up all of a sudden and then fell out of the shower trolley.

Manufacturer narrative:
The device was inspected by an arjo representative. It was noticed that one of the side support was bent down towards the footend and was not locking correctly unless lifted and pushed with force. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified by nothern ireland adverse incident centre (niaic) of an event related to the concerto shower trolley. It was indicated that a patient fell off the device due to the side breaking when the patient leaned against it. The incident took place more than two months before arjo was notified and it was not clear exactly what had happened. Arjo contacted the customer to obtain more information regarding the event. The customer reported that the patient had fallen out of the shower trolley and was taken to a+e (accident and emergency) but was released without any injury. The patient who was using the shower trolley sat up all of a sudden and then fell out of the shower trolley. The concerto device is equipped with two side supports located on each side. To release it from the up position the two black catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. Inspection of the device and the photos provided showed that the right side support of the concerto was bent towards the footrest and the angle of the fixing bolt was slightly tilted. As a result, the side support in the footrest section did not lock properly unless it was lifted and pushed with high force. When both catches were engaged, the side support remained in place even when a large force was applied to it. Based on the above, it seems that the side support could be defective before the incident or it could be damaged during the incident, when the patient fell off the equipment (most likely losing balance) while suddenly change position on the device to sitting position. The concerto device was beyond the useful life (about 25 years old) and it was suggested to replace it a few months before the incident. Following the device instruction for use (IFU;04.ba.01/1): -"warning: make sure that the resident is lying in the middle of the stretcher with their arms on the chest" -"when raising the side support, make sure the two catches snap into place" - "the useful life of this equipment ... Is ten (10) years" based on the information gathered, it appears that the incident was the result of incorrect use of the device. However, it cannot be ruled out that wear and tear of the device did not contribute to the event. Thus, we are not able to determine the cause of the event with certainty. In summary, the concerto device did not meet performance specifications due to damages found. The device was used with the patient when the event occurred. The complaint decided to be reportable due to the patient's fall reported.